Event description:
It was reported to philips that the system was hard to wake up due to a power inverter failure identified on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power inverter (point) certeray and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).